Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the lack of therapy and still catheterizing was a lack of therapy and they were implanted for their overactive bladder; their implantable neurostimulator (ins) was thrown away. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient had their system explanted because it wasn't working for them and they were still using a catheter five times a day; they also needed an MRI. No device issue and no further patient complications have been reported as a result of this event.